Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was a left ventricular assist device was noted to have an infection from an unknown source. It was also noted that the patient went into ventricular fibrillation (vf) and received several shocks, which were unsuccessful at converting the patient out of the arrythmia. To date, the system has not been explanted. No additional adverse patient effects were reported.